Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in clinic follow up, the left ventricular (lv) lead was found dislodged due to twiddlers. X- ray imaging was performed to confirm the dislodgement. The lv lead was explanted and replaced to resolve. The patient was stable.